Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician had observed a right ventricular (rv) lead warning on the remote transmission, and a lead fracture was suspected. There was a jump to high impedance, and oversensing/noise was noted at specific outputs. The patient reported to have been lifting heavy items on the day of the lead warning. Follow-up revealed that reprogramming was performed, however a lead fracture was not confirmed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.